Event description:
The customer reported as "IV pump set up to run ivpb @100ml/hr, then flush line w/30ml saline @100ml/hr. The rn reported finding pump infusing 30ml @920ml/hr. 2 other IV pumps in room were not running fluids at the time, were found to have the primary rates changed as well (425ml/hr and 190ml/hr). IV pumps pulled from ward to check. Nurse manager notified." No pt injury was reported.